Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that insulin pump was exposed to magnetic field. Customer was treated with manual injection. Customer did not allege for under delivering. Insulin pump passed self test. The insulin pump will not be returned for analysis.